Manufacturer narrative:
There was no pt present. Device manufacture date was unk as no lot number was provided. The device was not returned to the manufacturer.

Event description:
A site representative reported that the apt had seized. The problem resolved after rebooting the system. And retrying to use the apt. There was no pt present.